Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported that after surgery, during post op x-ray, it was discovered an item had been left in the patient. After searching through equipment it was discovered that the item was a small screw off of the mako hip reamer handle. Case type: tha. Update (B)(6) 2020: as reported in medwatch report "this was identified via x-ray after the procedure was completed. The trays were re-opened, and it was identified that a screw was missing from the mako reamer arm." Initial reporter to the FDA confirmed that this pi is for the same event. On follow-up, rep reported "at the time, the thought was that the patient would be brought back in to have the screw removed. However, after ordering post op CT scans, it was determined that the screw was located in hard bone, and posed minimal risk, so the surgeon determined it would be best to leave the screw alone, rather than remove hardware to get to it.". The screw remains in the patient. Product evaluation and results: product was not inspected as the product was not returned for evaluation. As per the image of the reamer handle provided in communication log the failure is confirmed. Product history review: review of device history records indicate 0 of 30 devices were accepted into final stock on (B)(6) 2017. 17 devices were disposition 'use as is' dated (B)(6) 2017 and the remaining 13 devices were 'accept as per specification' dated (B)(6) 2019. The non conformance is not related to the failure in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot 3880065 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed as per the image of the reamer handle provided in communication log. Product was not inspected as the product was not returned for evaluation. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
After surgery, during post op x-ray, it was discovered an item had been left in the patient. After searching through equipment it was discovered that the item was a small screw off of the mako hip reamer handle. Case type: tha. Update (B)(6) 2020: as reported in medwatch report # 1002600000-2020-8003: "this was identified via x-ray after the procedure was completed. The trays were re-opened, and it was identified that a screw was missing from the mako reamer arm." Initial reporter to the FDA confirmed that this pi is for the same event. On follow-up, rep reported "at the time, the thought was that the patient would be brought back in to have the screw removed. However, after ordering post op CT scans, it was determined that the screw was located in hard bone, and posed minimal risk, so the surgeon determined it would be best to leave the screw alone, rather than remove hardware to get to it.". The screw remains in the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After surgery, during post op x-ray, it was discovered an item had been left in the patient. After searching through equipment it was discovered that the item was a small screw off of the mako hip reamer handle. Case type: tha. Update 30/january/2020: as reported in medwatch report # (B)(4): "this was identified via x-ray after the procedure was completed. The trays were re-opened, and it was identified that a screw was missing from the mako reamer arm." Initial reporter to the FDA confirmed that this pi is for the same event. On follow-up, rep reported "at the time, the thought was that the patient would be brought back in to have the screw removed. However, after ordering post op CT scans, it was determined that the screw was located in hard bone, and posed minimal risk, so the surgeon determined it would be best to leave the screw alone, rather than remove hardware to get to it." The screw remains in the patient.